Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed chronic excess skin overgrowth at the implant site. The patient underwent a surgical procedure on (B)(6) 2013, to remove the abutment and and IV antibiotics were administered. The implanted device remains.